Event description:
Ous MDR - after an implantation time of about 36 months, 3 inappropriate shocks were reported. Insulation damage was suspected. No deterioration of the pt's state of health was reported. The lead was explanted.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been capped 38 cm proximal of the tip electrode. Only the distal part of the lead was available for analysis. During the analysis, it was noted that the insulation of the lead body was massively damaged by squashing about 32 cm proximal of the tip electrode. In this zone, the examination showed damage to the coating of the rope conductors to the ring electrode and to the rv shock electrode. The observed damage manifestation requires an excessive pressure load onto the lead body. The characteristics of the damages lead to the assumption of stress on the lead due to the "subclavian crush syndrome". Furthermore, the analysis confirmed the complained-about damage to the insulation about 12.5 cm proximal of the tip electrode and the exposed rope conductor to the ring electrode. The appearance of the fraying leads to the definite conclusion, based on the abrasion lens that this damage was caused from the outside. The position and characteristic of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the heart valve and friction of the lead at the heart valve. These damage manifestations can with high probability be regarded as the cause for the clinical complaint. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. The deformation of the rv shock coil, the damage to the insulation by laser extraction, and the deformation of the fixation screw are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR.